Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that "the doctor found the connector broken during clinical check before using on patient and replaced a new one, no impact on the operation". No patient involvement reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the doctor found the connector broken during clinical check before using on patient and replaced a new one, no impact on the operation". No patient involvement reported.

Event description:
It was reported that "the doctor found the connector broken during clinical check before using on patient and replaced a new one, no impact on the operation". No patient involvement reported.

Manufacturer narrative:
(B)(4). The customer returned one unit 5-16035 et tube, sher-I-bronch, ls, 35 fr for investigation. The et tube was also returned with the double swivel valve connector assembly (both swivel valves and y connector) and two suction catheters. All devices were returned in their original packaging. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the connector on the bronchial side of the swivel valve was broken inside the packaging. The swivel valve is a component purchased from a supplier. The reported complaint is confirmed based on the sample received. The connector on the bronchial side of the swivel valve was broken inside the packaging. The swivel valve is a component purchased from a supplier. A non-conformance and scar (supplier corrective action request) were opened to further investigate this issue. Corrective actions were implemented in july 2019 to prevent this issue from recurring. This sample was manufactured prior to the corrective actions.